Event description:
The patient was presented with embolization of an aneurysm at the terminal of the right internal carotid artery, having had two repeat bleeds, with extenstive right orbitofrontal hematoma and meningeal hemorrhage. Placement of a first gdc 10-3d 3d-shape synerg detection circuit cage formation was good. During placement of a gdc 10-soft 2d sr 2-diameter stretch resistant synerg detection circuit, the device detached in the aneurysm but there was no ultrasound detachment signal. The generator was reading 0 ma, even though it had been set up at 2 ma for each procedure; the generator displayed "fault". No patient complications were reported as a result of this event.